Event description:
The customer reported an over infusion of dopamine. The pt's blood pressure increase requiring treatment with another medication. After this medication was administered and the dopamine infusion was discontinued, the pt's blood pressure decreased. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4).the device has been rec'd and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.